Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump passed basic occlusion test and displacement test. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap appears normal. The insulin pump was stuck in the prime loop. Blood glucose value is 350 mg/dl. Nothing further reported.